Event description:
It was reproted that a device was used during a low anterior resection. The surgeon could not fire the device. The surgeon used another device to re-anastomose the tissue. There was no patient consequence.